Manufacturer narrative:
B5: correction: in initial report, the treatment date was reported as (B)(6) 2019, however the correct date is (B)(6) 2019. H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 08/31/2019, however the correct date is 10/2/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2020 with a small corneal abrasion in the left eye (os) that was discovered at a post treatment. Topical steroid dosage was increased. Patient's chief complaint was of dry eye, foreign body sensation sensitivity to light. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op was 20/20 -1.50 x -2.75 x 10 and left eye pre-op was 20/20 -1.25 x -2.50 x 171. Bcva from (B)(6) 2020, right eye pre-op was 20/20 .00 x .00 x 90 and left eye pre-op was 20/20 .00 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.